Event description:
International affiliate reports needle broke during abdominal surgery. Location of needle fragment has not been determined and it is assumed that the fragment was retained. No adverse event was noted.